Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was repositioned multiple times, without any decrease in thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.